Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the device noted. The grey flapper valve was disengaged. The obturator, lock collar and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair totally extraperitoneal (tep) procedure. The balloon trocar was being used without incident until it came time to insert the mesh. The scope was removed from the trocar after the operative space had been created and the hernia sac reduced. There was no loss in pneumo. The mesh was wrapped tightly around a grasper and inserted into the trocar and advanced to the distal end of the trocar but not introduced into the operative space. The grasper's grasp on the mesh was released and then the scope was placed into the trocar with the intent to advance the mesh into the operative space. It was at this time that the scope's ability to be advanced was inhibited by the rubber gasket which has become unseated from its position and partially jammed into the body of the trocar. The scope was removed and there was a rapid loss of preoperational pressure as the ball valve remained open as the gasket was jammed into it. The trocar was removed and the surgeon, using an instrument, was able to grasp the gasket and place it back into its seated position and thereafter insert the scope and forward the mesh into the operative space and complete the procedure. There was no patient harm. The patient outcome is alive, no injury.